Event description:
The customer contact reported the pump did not deliver a dose when the pt pendant was pressed. The pump was returned to the biomedical dept with an unsigned note that stated, "pendant failure. Not detecting pendant." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. During testing at the user facility, the pump did not deliver a dose when the pt pendant was pressed. Though requested, no additional info was provided including the specific event date.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the mfg facility. A review of the most recent activity indicates on (B)(4) 2010 at 1009, the pump was powered on, a total of 3.8mg was cleared, the history was cleared, and the pump alarmed for pendant fault (0). At 1011, the cca adult standard care area was selected and the pump was programmed in the pca only mode to deliver hydromorphone 1mg/ml with a 0.3mg pca dose, a 9minute pt lockout, with a 7mg four hour limit, the settings were confirmed, and the door was locked. Between 1014 and 1015, the door was opened, there was a pendant fault (0) alarm, a check vial alarm, a check syringe alarm, and the pump was powered off. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).